Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient was admitted to the hospital for their neck spasms. The cause of the issue remains unknown. The rep stated that their stimulator was working properly and impedances were within normal limits. The rep created a new program for the patient who was happy with the coverage for their crps pain in their left hand. It was unknown if the issue was resolved at the time of the report but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.